Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing of alinity I total b-hcg reagent lot 55509ud00. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot number 55509ud00.

Event description:
The customer observed falsely elevated alinity I b-hcg results on multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial=28.16 iu/l (> 25.0 iu/l =positive) /repeated=< 2.3 iu/l (< or =5.0 iu/l=negative). On (B)(6) 2023 sid (B)(6) initial=63 iu/l /repeated=< 2.3 iu/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) and (B)(6). Updated postal code e1=to (B)(4).. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b-hcg results on multiple patients. The results provided were: on (B)(6) 2023, sid (B)(6), initial=28.16 iu/l (> 25.0 iu/l =positive) /repeated=< 2.3 iu/l (< or =5.0 iu/l=negative) . On (B)(6) 2023, sid (B)(6), initial=63 iu/l /repeated=< 2.3 iu/l there was no reported impact to patient management.